Manufacturer narrative:
(B)(4). Batch # n9278f. The analysis results found that the el5ml device was returned in good condition; upon visual inspection, 2 clips were noted to be jammed inside the shaft. The clips were removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 3 conforming clips. In addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the lockout failure. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming and the lockout failure. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the clip was not fed into the jaws properly at the 3rd firing. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.